Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged knob pole clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and an alarm log review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection revealed that the pole clamp knob was damaged. The cause of the condition was not determined. To correct the condition, the pole clamp knob was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.